Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events or seroma and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported " hypoechoic, oval, circumscribed nodular formation between the elastomer and the capsule, at 5 o'clock measuring 2.1 x 0.5 x 2.0 cm, among the diagnostic possibilities to consider silicone granuloma¿ and there was also a laminar collection adjacent to the breast prosthesis, in the upper lateral quadrant, measuring 1.5 x 0.9 cm. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown side rupture. Device status is unknown.